Event description:
During inspection of PICC line, bedside rn noted leaking from 17cm IV extension next to PICC line hub. PICC line tested for flush, but would not draw. Defective t-connector replaced and sent to biomedical for evaluation. There have been additional internally reported events of this same connection adaptor either leaking or having cracked luer hubs. Biomedical has contacted manufacturer and made arrangements to return 3 defective units for evaluation.======================manufacturer response for microclave extension connector, ICU medical/microbore======================manufacturer informed us to return all t-connectors for evaluation.